Manufacturer narrative:
UDI - unknown due to the lot number being unknown. Patient and device codes are unable to be selected, esubmitter has been notified. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
A parent of the patient reported: the patient had a congenital heart condition and went to the hospital to have some diagnostic testing performed which were successful. It was reported that upon closure performed with an angio-seal device a "high stick" was done and the patient suffered internal bleeding. It was reported that the patient passed away on (B)(6) 2016. Additional information was received on 8/23/2017: a medwatch was forwarded to (B)(4) from st. Jude/abbott with the following detail: the patient underwent a cardiac catheterization. The physician who performed the procedure, doctor stated in his notes, "we actually perked the artery quite high up in the groin-iliac above the inguinal ligament. The vessel was not very large. We were well above the bifurcation of the common femoral artery, and I elected to put an angio-seal closure device in the artery access, which was tolerated pretty well." The patient was released from the hospital same day. Upon arrival at home the patient passed out. Paramedics took the patient to the hospital. It was determined that the patient had retroperitoneal hematoma from the failed vascular device. The patient's heart stopped several times. Surgery was performed, the patient's brain activity stopped. The patient was pronounced dead on (B)(6) 2016. The instructions for use of the angio-seal device states, "do not use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma."

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient, device, method, results codes that were not able to be selected in the initial report & a correction: 65.8 kg. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for

Manufacturer narrative:
This report is be submitted as follow up no. 2 to correct the statement provided in follow up no. 1. The statement provided in the follow up report stated "this report is being submitted as follow up no. 1 to provide the patient, device, method, results codes that were not able to be selected in the initial report & a correction to: 65.8 kg", the statement should have been "this report is being submitted as follow up no. 1 to provide the patient and device codes that were not able to be selected in the initial report, provide the evaluation results & a correction to : 65.8 kg".